Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will b filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system had low vacuum during a procedure. The system was exchanged to complete the procedure. There was no patient harm.